Event description:
During the intervention phase of the cardiac catheterization procedure, the interventional cardiologist documents that while in the lad (left anterior descending artery), he attempted to advance an angioscore balloon 2x10, but it was not possible to cross the acute angulation of the lad artery. A noncompliant emerge balloon 2x12 was inserted, and several inflations in the area of the subtotal occlusion were made. Following this, we attempted to reinsert an angioscore balloon 2x10, but again was not possible. Reinserted a new nc encore balloon 2mm in diameter x 15 mm in length and performed several inflations at 12 atmospheres for 30 seconds, 8 atmospheres for 50 seconds. On the last inflation, which was the third inflation, as the inflation was being performed there was certainly a balloon rupture and there was a flush of dye from the balloon. The balloon was immediately deflated and removed, and another noncompliant emerge 2.0 x 12 balloon was then advanced, placed at the site of the balloon rupture and inflated there at 8 atmospheres.